Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred during testing. The device's sensor board was replaced to address the issues. The sensor board was returned to the manufacturer's product investigation laboratory for further evaluation. During evaluation, the root cause of the sensor board failure was due to a tolerance drift from the proximal pressure sensor.